Event description:
Report received of multiple undocumented incidences of shut-off valves "sticking" to the sidewell of the solusets. The solusets are used in the cardivascular recovery unit and cariovascular ICU for various medication infusions. The sets are used on peripheral and central line access sites and medication is infused by gravity. There have been no incidents of air reaching the patient access sites. There have been no reported adverse patient access sites. There have been no reported adverse patient events. Though requested, no further information was received.